Event description:
This is the third report regarding three skull clamps that slipped on a patient. There was no injury with this slippage.

Manufacturer narrative:
To date, the device involved in the reported has not been received for evaluation. An investigation has been initiated based upon the reported information.